Event description:
The manufacturer received information alleging a patient with a remstar auto a-flex CPAP device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter did not provide a date of death. The reporter has requested a return label. The device has not returned to manufacturer.

Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong remedial action init (rfb) and recall (z) number (rfb). In this report, the remedial action init (rfb) and recall (z) number (rfb) has been updated correctly as not applicable. Section remedial action init (rfb) and recall (z) number (rfb) has been updated/ corrected.